Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back under the therapy electrodes. Patient reported the irritation is itchy and feels like thickened skin. Patient reports past skin irritations caused by metal. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician prescribed a triamcinolone acetonide cream and oral steroids. Follow up indicated that irritation has improved slightly.